Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen via an implantable pump for intractable spasticity. It was reported that the reason for call was the hcp requested to have someone come to interrogate the pump as they think it might be malfunctioning. The hcp stated that within a couple of days of the pump being replaced, the patient became progressively confused, was hallucinating, had tachycardia which they thought might be baclofen withdrawal. The hcp stated that pump was not alarming. The agent reviewed role of mdt rep. The hcp was redirected to the national answering service.